Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.

Event description:
Patient reported a left side leaking, complication, pain. Patient "went to the emergency room due to complications related to the affected device." Healthcare professional reported a left-side capsular contracture baker grade unknown and rupture confirmed on CT scan. Device remains implanted.